Event description:
Boston scientific received information that at a routine device follow-up, a pocket erosion was observed at the subcutaneous implantable cardioverter defibrillator (s-ICD) pocket. The patient was hospitalized and an explant procedure was scheduled for the following week. No adverse patient effects were reported.

Manufacturer narrative:
The device and electrode remain implanted pending the revision procedure. This report will be updated when additional information is received.